Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac during bench testing light would no activate when patient would be taking breath. No injuries to patient as event was during testing .

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, yes, confirmed the breathing detect indicator does not turn on, also does not detect breathing and continues to inhibited. The customer reported condition was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.